Event description:
There was no patient involved in this event. The device was switching on automatically.

Manufacturer narrative:
Routine testing confirmed that this device was installed by the customer in january 2014 and performed to specification, alongside random manual power ons, up to 8th february 2015. Multiple manual power ups of mainly ten minutes duration were observed in the device memory between the 11th february 2015 and 10th march 2015. The pad-pak became depleted during this time. It is reasonable to conclude that devices returned for the reported fault may be attributed to membrane failure. The ten minute time outs and the excess current drain would confirm a failing membrane. The green status led was found to be constantly lit between flashes. The fault could not be replicated with a new membrane fitted. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use, which is why the "unknown" box has been checked in section h8 of this report.